Manufacturer narrative:
E1: patient city: (B)(6) patient country: colombia.

Event description:
Reference number (B)(4) event occurred in colombia. It was reported that patient faced infusion set issue on (B)(6) 2026.the adhesive is not sticking at the insertion site. No further information available.